Manufacturer narrative:
A ge service representative performed an on-site investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up during the boot process. No patient serious injury or death was reported related to this event.